Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Lips get caught [lip injury]; toothbrush heads break off in mouth; (before this, the brushes become loose) [device breakage]; brushes become loose, causing lips to get caught in between [injury associated with device]; (toothbrush heads break off in mouth); before this, the brushes become loose [device connection issue]. Case description: a female consumer, age unspecified, reported via phone on 23-sep-2016 that oral-b power oral care refills flexisoft, packs of 5, broke off in her mouth. She explained that the brushes would first become loose, causing her lips to get caught in between beginning on an unspecified date. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown.